Manufacturer narrative:
Product analysis: product analysis: it was determined during analysis of the analyzer that incoming testing failed. Analysis also noted that the battery was depleted. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.